Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was achieved using a proglide device with a 5f sheath after a coronary diagnostic procedure. Reportedly, the patient returned one-week post procedure with a staph infection. Groin bruising/small hematoma was noticed. Twenty-four hours later, the patient complained of pain in the groin. Ultrasound revealed a pseudo-aneurysm/mycotic aneurysm noticed. Surgery was used to repair the aneurysm. The patient was hospitalized and discharged on (B)(6) 2020, yet remains on intravenous antibiotics. A clinically significant delay was reported as the patient is still in treatment. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effects of hematoma, infection, pain and pseudoaneurysm are known potential adverse events of use of the device. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.